Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received a critical pump error and insulin pump errors. Customer's blood glucose value was 128 mg/dl. Customer reports they received the open book image on the insulin pump screen. The customer was unable to clear the alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with pump error 24 alarm while testing and pump error 53 was found in the device history due to hardware error. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to pump error 24 alarm. Problem isolated to electronic assemblies. Critical pump error alarm not noted when powering up the pump.